Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system failed to fully initialize and showed a red checkmark by x-ray. In the third reboot, the system failed the 2d scan. In the fourth reboot, the system failed the 3d scan. A few 2d images were taken, but the system could not perform a spin. Any reboots resulted in a red checkmark on the x-ray. Initializing took about 8-10 minutes per boot and the system was rebooted eight times. The use of the system was aborted. There was no reported impact to patient outcome.

Manufacturer narrative:
The representative was able to confirm the reported event. Onsite functional and visual examination was performed by a manufacturer representative. The issue was traced to a failing supply board. The part was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000577. A hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified. The pcba supply board was installed into a test system and there were no functional failures found. Code b01 is applicable and previously reported. Codes c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.